Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: investigation revealed that the battery compartment was cracked and there was a crack in the pump casing between the case seal and the display lens. Unrelated to the original complaint, investigation revealed that the display was dim, fading, and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter did not specify what part of the pump casing was damaged. The reporter denied any moisture/corrosion in the pump and denied any damage to the cap(s). There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.